Event description:
It was reported that after a system implant the patient experienced a left pleural effusion. This lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.